Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's pacemaker went into backup vvi mode late (B)(6) 2019. The cause of the backup vvi was not determined. The device was successfully restored to normal operating conditions. The patient was stable throughout.